Event description:
On (B)(6) 2012 the reporter contacted animas for an unrelated issue and mentioned that the patient had been hospitalized in (B)(6) 2012 for diabetic ketoacidosis. The reporter could not provide details of the incident. The pump was not available for troubleshooting at the time of the initial contact. There is no additional information available at this time. This complaint is being reported due to the allegation that the patient experienced hyperglycemia required medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.